Event description:
It was reported that after endotracheal tube intubation with no prior cuff check, it was connected to a ventilator, but the graphic showed no ventilation, and when the cuff pressure was checked, there was decompression. It was injected again, but due to decompression, suspected cuff leakage, and extubation was done. Re-intubation was performed using another 8.0 mm endotracheal tube, and ventilation was also confirmed on the graphic display. Air leakage was confirmed from the upper part of the cuff of the endotracheal tube in which a cuff leak was suspected.

Manufacturer narrative:
D10. Concomitant product: 8880s 8.0mm taperguard evac w stylet lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.